Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from patient 4. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus. This resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was not reported to the physician. Patient 4 retest 1: the original sample was retested on (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus. This resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient was asymptomatic. Patient 4 retest 2: the original sample was tested on biofire on an unspecified date, which did not detect sars cov2. It is unknown if this was reported. This case involves a swab that tested weakly positive for sarscov2 by the xpert xpress cov-2/flu/rsv plus test with low CT value. Pcr curves were normal. A repeat xpert xpress cov-2/flu/rsv plus test was negative but showed weak amplification in sarscov2 channel. The biofire panel was negative. No evidence of product malfunction. No known impact to the person tested. The likely root case, target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note: device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from patient 4. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus. This resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was not reported to the physician. Patient 4 retest 1: the original sample was retested on (B)(6) 2022 using the xpert xpress cov-2/flu/rsv plus. This resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient was asymptomatic. Patient 4 retest 2: the original sample was tested on biofire on an unspecified date, which did not detect sars cov2. It is unknown if this was reported.